Event description:
The pt was experiencing elevated blood glucose levels and was taken to the hosp by his mother. He was put into the ICU and given an insulin IV, resulting in lowered blood glucose levels. He was released the next morning and restarted pump therapy. The next morning his father noticed a recurrence of elevated blood glucose levels (444 mg/dl), took him to the hosp where he was treated again. This happened one more time after his release from the hosp. After release the third time the pt switched to his back-up pump which stabilized his blood glucose level. The pt's parents indicated that they had replaced the pump cartridge and insulin sets several times in unsuccessful attempts to identify the problem.